Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams800 aus pump component was visually inspected and functionally tested. No leaks were found. The tubing was identified to be cut down to the pump block and was not returned for analysis. The pump did not pass the 8lb. Activation test, therefore it required more than 8lbs. Of force to activate. The cylinders were also visually inspected and functionally tested. Both cylinders had a pinhole leak in cylinder body attributed to wear at fold, and a large hole in the outer tube was present. One cylinder had a fold that indicated possible buckling of the cylinder in the cylinder body. The kink resistant tubing (krt) of both cylinders were worn to the filament. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Product analysis confirmed the reported events.change to:concomitant products and impact codes

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to the device no longer working. The patient saw his physician one month before this surgery regarding his device. Upon examination during the removal surgery, it was revealed that the cylinder was torn. A new ipp was implanted, but the old reservoir remains implanted. It is unknown how the cylinder was torn. After this surgery the patient improved, and is stable.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to the device no longer working. The patient saw his physician one month before this surgery regarding his device. Upon examination during the removal surgery, it was revealed that the cylinder was torn. A new ipp was implanted, but the old reservoir remains implanted. It is unknown how the cylinder was torn. After this surgery the patient improved, and is stable.